Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No session information recorded since (B)(6) 2014. Stuck reed switch suspected. (B)(4).

Event description:
It was reported that there were no changes noted in histogram, diagnostics, or battery voltage since the patient's last follow up on the implantable pulse generator (ipg). It was suspected that the device experienced a stuck reed switch. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis showed that a stuck reed switch is suspected.